Event description:
It was reported that the patient previous artificial urinary sphincter (aus) was not functioning due to fluid loss caused by a damage during the repair of a herniated balloon. The balloon and the pump were replaced with new components. There were no patient complications in relation to this event.

Manufacturer narrative:
Investigation summary: based on the information available and device evaluation, the reported fluid loss was confirmed. A hole in the balloon was identified. However, the reported migration was not confirmed. Device history record (DHR): the lot information was not provided for the returned components so a DHR review could not be performed. Device technical analysis: the artificial urinary sphincter balloon component was visually inspected, microscopically examined, and tested for leaks. A balloon shell tear was identified at the sphere-adapter junction, consistent with material fatigue. The balloon was not functionally tested because of the identified malfunction. The pump appears to be contaminated by tissue and the resistor appears to be obstructed. Product analysis confirmed the reported fluid leak, but was unable to confirm the migration. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities that would affect the functionality of the device. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. This complaint details the product analysis and record review of the returned aus pressure regulating balloon and the ams800 control pump. A review of product records found no evidence that the device failed to meet specifications prior to shipment from bsc and product analysis confirmed a perforation in the balloon sphere at the base of the adapter junction based on visual and functional testing. The damage to the balloon is consistent with fatigue. The balloon was not functionally tested due to the confirmed leak. Inspection of the remainder of the device presented no other damage or irregularities. The control pump was contaminated by tissue and the resistor appears to be obstructed. Therefore, the control pump was not functionally tested. Inspection of the remainder of the device presented no other damage or irregularities. The fluid leak was confirmed.

Event description:
It was reported that the patient's previous artificial urinary sphincter (aus) was not functioning due to fluid loss caused by a damage during the repair of an herniated balloon. The balloon and the pump were replaced for new components. There were no patient complications in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available.

Event description:
It was reported that the patient's previous artificial urinary sphincter (aus) was not functioning due to fluid loss caused by a damage during the repair of an herniated balloon. The balloon and the pump were replaced for new components. There were no patient complications in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available.